Manufacturer narrative:
The threaded stud of the returned handle was not returned with the device, confirming the event. The threads in the handle are in good condition. The exact root cause of the event could not be determined, however the investigation found it probable that the threaded stud unthreaded from the handle from prolonged use. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
Md was putting bipolar head trial in acetabulum and went to pull out trial and handle separated from trial. Md pulled out trial with cockers. The screw in handle came out. Did not need trial at this point. New handle was used to replace next day.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Md was putting bipolar head trial in acetabulum and went to pull out trial and handle separated from trial. Md pulled out trial with cockers. The screw in handle came out. Did not need trial at this point. New handle was used to replace next day.

Event description:
Md was putting bipolar head trial in acetabulum and went to pull out trial and handle separated from trial. Md pulled out trial with cockers. The screw in handle came out. Did not need trial at this point. New handle was used to replace next day.